Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the device shut down after being powered on for 20 minutes and a beeping alarm ensued due to a defective main printed circuit board. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the high flow insufflation unit makes loud noise after 30 minutes of use. The event occurred during procedure and the same device was used to complete the operation. During a standard service inspection of the customer returned device, the device shut down after being powered on for 20 minutes and a beeping alarm ensued. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective main printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
The following information regarding the event was received from the customer: prior to an unspecified therapeutic surgical procedure, the device was inspected by the user and a clicking sound was heard. A different device was used to complete the procedure.